Event description:
It was reported that the catheter was punctured during refill. No pt symptoms were reported. At the time of the pump replacement the catheter was shortened. The pt believed that he did not have a "csf headache" because the catheter wasn't changed. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).